Event description:
The customer stated that falsely elevated architect stat troponin-I results were generated for three patients. The samples were retested on the same architect analyzer and results were lower. The samples were also tested on a different architect analyzer. The customer uses a cutoff of 0.030 ug/l. The initial positive results were reported out of the laboratory but corrected results were issued. No adverse impact to patient management was reported. This emdr is for patient 2 of 3. The initial result was 0.031 ug/l. The retest result on the same architect analyzer was 0.000 ug/l. The result on a different architect analyzer was 0.002 ug/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat troponin-I, list 02k41-27, manufacturing site abbott (B)(4) to architect i2000sr analyzer, list 03m74-02, manufacturing site (B)(4). MDR number 1628664-2012-00484 has been submitted for the new suspect medical device and all further information will be documented under that MDR number.